Event description:
Customer was admitted as an impatient to a hospital for diabetic ketoacidosis. Customer stated that their blood glucose were elevated for the past four days. Troubleshooting was performed and pump programming and function appeared to be normal.